Event description:
The user experienced a falsely low hcg result of 24.71 miu/ml. A new sample drawn from the patient the following day generated a result of 16634 miu/ml. The original sample was then repeated and gave a result of 16912 miu/ml. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. The hcg reagent lot number was not provided.

Event description:
It was reported that the fowler (backrest) may not be operating to specifications.

Manufacturer narrative:
Additional information was provided stating the patient presented on (B) (6) 2010, with vaginal bleeding. Additional repeat testing of the sample on (B) (6) 2010, generated results of 16705 and 16712 miu/ml with a 1:100 dilution.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Novasure sterile device kit handle cracked when surgeon was testing the array position, prior to insertion into the patient. A second device was obtained from the same company and the procedure was completed without further occurrence.

Manufacturer narrative:
Investigation of the event determined the customer used a 12 x 75 mm sample tube, which was out of the specification of the instrument and could be the reason for the low result. As further data was not provided, no further root causes could be identified. No instrument issues were suspected as the instrument was well maintained and performance test results were acceptable.